Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the advance 14 lp low profile balloon catheter was advanced past the lesion. The balloon ruptured when the user inflated it at nominal pressure. Another balloon catheter that was different in length was used to complete the procedure without any problems. There were no reported serious injuries to the patient as a result of the product problem.